Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) ) has a black screen that is not readable was confirmed during visual inspection. The backlight was not working. The root cause for the reported complaint was a failed processor pca. The processor pca assembly was replaced to remedy the problem. The autopulse platform passed initial functional testing. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6) ) has a black screen that is not readable. The backlight is not working. The crew switched to manual CPR. The device is fully functional otherwise and providing prompts, but the screen is not able to be read at all. No visible clinical data. No impact or consequence to the patient.